Manufacturer narrative:
Concomitant medical product: 4568-53 lead implanted: (B)(6) 1998. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following low impedance measurements there was a polarity switch on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.